Event description:
The following has been reported: biomed reported: repeat air in line message when inserting cassette, cleaned device air in line sensor with ipa, same error. Initial observations / reported issue(s). Staff reporting: air in cassette error. Confirmed at depot. No patient injury. A preliminary review identified the following issue: sensor hardware failure (set ID sensor). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.